Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance with her infusion set change. Customer stated that her blood glucose kept going up after changing her set and she recently had a kink in the tubing. Customer needed assistance with changing the time and was successful. Customer's blood glucose was 500 mg/dl. Customer treated with a manual injection.